Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 for svg harvest in the left leg. Near the end of the procedure wires on the inside of the jaws de-laminated and pulled away from the jaw, tool continued to function however was switched out for a new one due to fear of the possibility of something falling off into the leg. No part of the device was eft or lost in the leg. No injury or harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: d4- lot # number changed from 25162506 to 25162503; e1 - event site name corrected. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 04/18/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base with detachment at the tip. The clear silicone insulation on both the cold and hot jaws was observed to be intact. No electrical testing was done on the device due to the damage of the heater wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/ bent wire" was confirmed.